Event description:
It was reported that a tsw35 was used during a laparoscopic assisted thoracic surgery procedure. It was reported by the affiliate that the surgeon fired the device and it did not fire correctly. The surgeon reloaded the device and again didn't fire. Opened a new instrument, loaded and it worked fine. There was no consequence to the pt. Note: returning instrument was washed and not sterilized. Reload being returned through this separate inquiry number.

Manufacturer narrative:
No conclusion could be reached based on the analysis results as to why the instrument reportedly "did not fire correctly" during surgery. The cartridges were returned unfired and in good physical condition. The cartridges were found to be functional and conforming to design specification. While co was unable to re-create the event, co has documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident.